Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty removing the guidewire was encountered. A 2.5 x 24 mm taxus express2 drug eluting stent had been selected to treat an unk lesion. At some point, the physician encountered difficulty "removing the wire." Additional information has been requested, but has not been received.